Event description:
A report was received that a patient underwent a pocket revision because the pocket site was too high and the patient was experiencing soreness at the location. The patient is reportedly doing well following the revision.